Event description:
Reference original order (B)(4) - reference warranty replacement order (B)(4) - customer reference number: (B)(4)- item number 1144776 - left 4 pole motor and gearbox for a 3g storm series power wheelchair - dealer alleged the motor leaked grease upon arrival.